Event description:
Customer reported being hospitalized with dka. Prior to hospitalization customer was vomitting. Troubleshooting performed and pump appeared to be functioning as designed. Customer was instructed to change out set and inject as per md.